Event description:
Complaint was received from the user facility on 08/09/00 stating "dr. Tightening equipment, equipment broke upon tightening, pieces obtained per dr.-all intact (bolts/screw). Screw 5x2 4ht-8-30 advanced spine tray.